Event description:
It was reported that the advanced cement mixer was being used in a procedure when the syringe broke at the conation area of the gun. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the advanced cement mixer was being used in a procedure when the syringe broke at the conation area of the gun. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed when the quality investigation has been completed.

Manufacturer narrative:
The acm - cartridge breakage condition - was confirmed. A definite root cause was not determined. According to previous investigations, the cartridge breakage could be associated to the following causes: delivery of hardened cement/ use with viscous (doughy) cement. The manufacturer's instructions for use warns to not attempt to extrude the cement if excessive force is required. In this situation, the cement should be packed by hand. The excessive force can cause the cartridge to break. Do not add foreign substances to the cement because its mechanical properties and setting can be affected. Inadequate process control of molding. Possible cartridge molding process change, raw material degradation/alteration and/or mold wear. Inadequate part design/ material (void) and/or design of the cartridge are not strong enough to withstand the pressure of hardened cement when the late injection method is attempted. The returned cartridge was visually inspected and there was no presence of voids. Acm device was used with different cement gun (incompatibility with other device). The cement gun used is unknown for complaint investigation purpose.